Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.

Event description:
The customer reported that when started, the second counter is very slow and the +pp icon (post processing menu icon) flashes continuously. No patient injury was reported.